Event description:
Medtronic received information that during closure with the manta device, retrograde dissection was observed in the right femoral artery. Direct stenting with an 8mm x 8 cm self-expandable stent was used. No additional adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).